Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue with the architect c4000 analyzer (serial number (B)(6)). The fsr multiple troubleshooting tasks including the replacement of the diaphragm, vacuum pump new style (rohs) (ln 2-94796-02), the sheet valve for vacuum pump new style (rohs) (ln 2-94797-02), and the o-ring for vacuum pump new style (rohs) (ln 2-94798-02), which resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. There have been no further reports of discrepant results from the customer since the current complaint. Trending review determined no trends were identified for the product for the issue. Device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated magnesium (mg) result while using the architect c4000 analyzer due to a doctor questioning the result because it did not correlate with the patient¿s clinical history. The following data was provided (customer¿s normal range: 0.70 ¿ 1.00 mmol/l): on (B)(6) 2021 = initial mg result = 1.02 mmol/l, repeat results = 0.500, 0.511 mmol/l there was no impact to patient management reported.